Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it was requested for power cord replacement. A field service engineer found that the power cable to the device was damaged from getting stuck under the station and replaced the power cord to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue with the power cable. The customer reported they need power cable replacement. The customer was able to use the station right next to it to pull the medication. There were no adverse events or injuries reported as a result of this incident.